Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are cutting into their gums and palate. They have a sore on their tongue from the aligner. Their last few aligners have had rough ridges. Provided hh tips, information on smoothing rough edges with the file provided. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.